Event description:
The customer reported that the unit shut down and alarmed while in use on a patient. Upon power on of the ventilator, the unit went vent inop and would not proceed through power on self test. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the vent inop on power on, and the customer reported a diagnostic code in the ventilator log history that indicated a +24 volt failure during operation. The service technician replaced the power supply to correct the findings. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.